Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed twiddler's syndrome. The left ventricular lead were explanted and replaced. No additional information was available at this time.